Event description:
It was reported that the device delivered inappropriate hv therapy during orienteering. It was observed that the device was oversensing t-waves due to small r-waves. Programming changes were made. The patients condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.